Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms. There was a mobile thrombus in the left ventricle (lv) stuck to inferolateral wall of the lv that was obstructing the inflow cannula intermittently. The patient was admitted to the hospital for low molecular weight heparin and international normalized ratio optimization.

Manufacturer narrative:
H6: medical device problem code corrected manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the reported low flow alarms. A specific cause for these events could not be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported mobile thrombus obstructing the inflow cannula could not be conclusively established through this evaluation. Additionally, thrombus was unable to be confirmed through this evaluation as no diagnostic images were available. The controller event log file contained events from (B)(6)2024. Three low flow faults were captured and were associated with elevated pulsatility index (pi) values. Low flow hazard alarms were not observed in the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation,¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there was no change in anticoagulation. Heparin infusion was done at the hospital. Echocardiogram confirmed thrombus in the left ventricle. Computed tomography (CT) was performed but the images were not provided. Other than the low flow alarms, there were no other symptoms. Heparin infusion was discontinued and the patient was discharged home. The patient was placed in higher urgency on the transplant list.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.